Event description:
The reporter stated that the connector point of the stopcock and the transducer were broken. There was no patient injury or treatment with this event.

Manufacturer narrative:
The solvent connection between the transducer and the stopcock was broken. Multiple visible fracture lines and orientation of the breakage is consistent with the stopcock having been forced upward while in use. No manufacturing issues were present. The device history record was reviewed and found to be acceptable. Review of the complaint database shows that this is the only reported issue of this type for this product code in the last 12 months. Smiths was able to confirm the issue and determine a cause. This is consistent with excessive force during use. No additional action is necessary at this time. Smiths considers this MDR closed with this report.